Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the device was not returned for evaluation, the definitive root cause of the sheath damage could not be determined. The sheath puncture may have occurred due to the tip being pressed against the trachea, bronchi, esophagus, and surrounding organs, the scope being pushed while the sheath is pressed against the tissue, and the needle tip being caught on the sheath's bent position. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿·do not round the insertion tube smaller than 15 cm in diameter. The insertion tube may be damaged. ·do not insert the needle forcibly, insert the needle while it is not fully retracted into the tube, or insert it rapidly. It may suddenly protrude from the tip of the endoscope, resulting in perforation, pneumothorax, major bleeding, mucous membrane damage, or damage to the endoscope or this product. Also, if the resistance is high and insertion is difficult, return the angle of the endoscope until it can be inserted without difficulty. ·do not press the tip of the insertion tube against the tissue in the body cavity with excessive force. Doing so may lead to perforation, pneumothorax, major bleeding, mucous membrane damage, etc., or damage to the product. ·if you try to push the needle out of the tube with the tip of the insertion tube pressed against the tissue inside the body cavity or with the tip of the insertion tube buckled, resistance may increase. If there is a lot of resistance when pushing the needle out of the tube, do not force the needle out. If the tip of the tube is deformed and the needle is pushed out in this state, the needle may pierce the tube, leading to perforation, pneumothorax, major bleeding, damage to the mucous membrane, etc., and damage to the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Olympus received a medwatch report from the user facility reported that the "needle bent and broke through the sheath". According to the report, needle was being used to obtain endobronchial biopsy, the user pushed the needle out from the needle sheath as designed. However, as the needle was being pushed out of the sheath it bent and came out of sheath to the side instead of the needle coming out of the sheath straight. The needle tore the sheath. Did not puncture the internal working channel of bronchoscope. No harm to the patient since the needle and sheath had not come in contact with the patient's airway due to the bronchoscope position at the time of the incident. The device was replaced and the intended procedure (diagnostic bronchoscopy with endobronchial ultrasound) was completed using a smaller size biopsy needle. The procedure duration prolonged about ten (10) minutes while the respiratory therapist removed and obtained a different biopsy needle. Patient was not under anesthesia at the time of the incident. Provider checked for any bleeding or airway damage and did not find any. No harm was reported. No patient harm, no user injury reported as the result of the event.